Event description:
Affiliate reported that during monitoring, it was found that the white tube was broken and internal wire was exposed. The device was replaced by another icp sensor. Monitoring continued. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was received in two pieces. Catheter material has been stretched and broken. The internal catheter wires are exposed and broken. Suture and tape attached to catheter material. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.